Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to wait 20 minutes before starting a sensor session, was walked through a pump reset, and confirmed that the cgm error did not display again after the reset.